Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that a pump motor stall was detected prior to implant. The device was not implanted and a different product was used. The type of drug used in the pump was not specified.

Manufacturer narrative:
Analysis of the pump found no significant anomaly. Per initial printout of event logs, a motor stall did occur before implant at 2:59 and did not recover until after the pump got updated for implant at 6:29. The reason the pump didn't show a pending alarm when first interrogated was because no recovery had occurred yet. During product analysis, the analysis technician tried to verify the issue by putting the pump to shelf state, making it stall, and waiting for recovery. Pump showed a pending alarm upon interrogation. The pump was functioning as intended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.